Manufacturer narrative:
The reported field event of failure to capture was not confirmed in the laboratory. The device was tested on the bench and electrical and mechanical testing revealed no anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow-up following a pacemaker implant. Upon interrogation, it was noted that the capture thresholds had increased on the ventricular channel and there was loss of capture despite programming changes. X-ray fluoroscopy revealed no lead abnormalities. The lead was disconnected and tested and there was a decrease in capture thresholds and impedance. The lead was reconnected to the device and the capture anomaly was noted again. The lead was tested with a new pacemaker and the issue was resolved. The device explanted and replaced. Patient was stable throughout.